Event description:
Follow up information identified the recharge burden has been resolved and therapy has been resumed.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg has been requiring frequent recharging. In addition, the patient has not recharged the ipg in over a year. The patient underwent surgical I intervention on (B)(6) 2018 where the ipg was removed and replaced.